Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this case unless additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the cotton got stuck in body. She also stated that cotton loosens as soon as tampon was removed from plastic pack. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. Sample was not returned to manufacturer and lot number was not provided in complaint. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case.